Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted within a patient on an unspecified date. According to the complainant, a wallflex esophageal stent was implanted to treat difficulty swallowing due to esophageal cancer. The patient went through 1 full round of chemotherapy and radiation therapy; 10 to 14 days after completing the chemo/radiation therapy, the patient was admitted to the hospital for gi bleeding and hypotension. An immediate CT scan was performed and arterial bleeding was found at the tumor site. Additionally, the stent was found to be in the patient's stomach. A perforation was not identified. An attempt was made to treat the bleed endoscopically with a balloon. The treatment was unsuccessful and the patient passed away. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.